Manufacturer narrative:
Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results obtained of 49 mg/dl. Customer stated that she was not experiencing any symptoms when the result had been obtained. The customer¿s expected fasting blood glucose test result range is 110 - 130 mg/dl. Customer was not using the proper testing technique and was using alcohol on fingers prior to testing. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/31/2020 and test strips were opened one month ago. The meter memory was reviewed for previous test result history: (B)(6).